Event description:
It was reported to boston scientific corporation in 2008 that a leveen needle electrode was used during a radio frequency ablation (rfa) procedure performed two days prior. According to the complainant, "the return electrodes were attached to the patient properly and the physician attempted to start rfa with the device". The procedure was "unsuccessful because an error code appeared". The procedure was completed with a different device (manufacturer unk). There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date is unknown. According to the complainant, the suspect device has been disposed and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined.